Event description:
It was reported that the patient¿s pump reached end of service on (B)(6)-2012. The patient experienced pruritus and an increase in spasticity the day of replacement. The patient recovered without sequela. The drug in the pump was lioresal.

Manufacturer narrative:
(B)(4).